Manufacturer narrative:
Unit passed displacement test and was received with intermittent espress,esc and act buttons due to flattened dome switch. No unlocked j2 or lcd keypad connector. Unit received with cracked case at the reservoir tube window corners and reservoir tube window. Unit received with minor scratched display window. Unit received with stripped battery cap coin slot.

Event description:
The customer's nurse reported via phone call that the insulin pump is damaged and has a cracked reservoir compartment. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.